Manufacturer narrative:
(B)(4). D10: 110017187 g7 neu +5mm arcomxl lnr 36mm g 6279288, 51-104180 tprlc 133 t1 pps ho 18x156mm 6360476. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by legal that a patient had an initial left total hip arthroplasty performed. Subsequently, the patient underwent a head and liner revision due to unknown reasons. No further information has been provided at this time.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2. Upon receiving additional information, it was determined the reported event has no allegations against the device, therefore this report should be voided.